Event description:
The following was reported to hamilton medical ag: the patient experienced a decrease in blood oxygen saturation during the use of a ventilator to assist ventilation, and tidal volume continuous decrease during ventilator parameter monitoring. The responsible nurse immediately checked the patient's condition and the performance and operation of the ventilator, found that ventilation dysfunction in the ventilator, preventing the patient from restoring effective ventilation and improving oxygenation. Subsequently, the responsible nurse immediately replaced the backup ventilator, reconnected the ventilator pipeline and the patient's condition improves, blood oxygen saturation 99% -100%. The monitoring value of ventilator parameters meets the tidal volume standard, and the patient's respiratory function improves. No patient harm or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(6).

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: the patient experienced a decrease in blood oxygen saturation during the use of a ventilator to assist ventilation, and tidal volume continuous decrease during ventilator parameter monitoring. The responsible nurse immediately checked the patient's condition and the performance and operation of the ventilator, found that ventilation dysfunction in the ventilator, preventing the patient from restoring effective ventilation and improving oxygenation. Subsequently, the responsible nurse immediately replaced the backup ventilator, reconnected the ventilator pipeline and the patient's condition improves, blood oxygen saturation 99% -100%. The monitoring value of ventilator parameters meets the tidal volume standard, and the patient's respiratory function improves. No patient harm or consequences.